Event description:
Related manufacturer reference number: 2017865-2022-06831. It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead exhibited loss of capture and loss of sensing. During lead revision procedure, atrial set screw of patient's implantable cardioverter defibrillator(ICD) was unable to remove. The atrial lead was capped and replaced on (B)(6) 2022. The device was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. As received, the device was above elective replacement indicator (eri). Final analysis found that the atrial set screw was stripped and contained septum material inside the hex cavity which prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.